Manufacturer narrative:
No adverse outcomes were reported. Qiagen is reporting this incident in an abundance of caution and in accordance with the conditions of approval under the emergency use authorization for this product.

Event description:
Discrepant results for flu a with qiastat-dx respiratory panel.

Manufacturer narrative:
The investigation concluded that dust/dirt in the instrument, possibly due to construction in the vicinity, led to the discrepant results and that the kit lot is not suspect.